Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the patient was provided with catheter samples of a4352 but the patient would rather use the a4351 due to having bleeding issues and the patient was inserting the correct way as well. No medical intervention was reported. Per follow up via phone on 14apr2021, the customer noted that the bleeding was due to the eyelets on the catheter. The customer added that the eyelets were smooth and did not believe there was a quality issue with the product but they scrape inside while being inserted because of their position on the catheter, which resulted in the bleeding. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was provided catheter samples of a4352 but the patient would rather the a4351 due to having bleeding and the patient was inserting the correct way as well. No medical intervention was reported. Per follow up via phone on 14apr2021, the customer noted that the bleeding was due to the eyelets on the catheter. The customer added that the eyelets were smooth and did not believe there was a quality issue with the product but they scrape inside while being inserted because of their position on the catheter, which resulted in the bleeding. No medical intervention was required.